Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up after the implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing for atrial fibrillation with rapid ventricular response. The device exhibited intermittent atrial under-sensing, which resulted in a diagnostic anomaly. Programming interventions were made. The patient was in stable condition.